Event description:
It was reported that during a knee procedure, a patient received additional anesthesia due to a 30 minute procedure delay. The delay occurred because the battery compartment of a tibia/pelvic tracker broke. An alternate tracker was not readily available; as a result the physician had to wait for an alternate tracker to be sterilized before use. The procedure was successfully completed without incident.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.